Manufacturer narrative:
The customer's report of channel disconnected alarms while infusing was confirmed. Physical inspection of the device noted dried fluid, corrosion, and pitting can be seen on the iui connectors of the source and affected devices. Dried fluid and corrosion can be seen inside the cases and on the bezels of the pump modules. One of the pump modules had a 3rd party rear case, and one pump module had a pivot screw backing out. Log analysis shows on analysis results: on (B)(6) 2020, 2:42am, the pcu sn (B)(4) was powered on, new patient yes was selected, and the chosen profile was determined to be critical care. According to the log file, the time of the event was reported to be on (B)(6) 2020 at 8:15:30 pm. At the time of the event, four pump modules were connected to the alaris system pcu. Pump module sn (B)(4) was infusing and had a channel ID of a. Pump module sn (B)(4) is infusing and has a channel ID of b. Pump module sn (B)(4) is infusing and has a channel ID of c. Pump module sn (B)(4) is idle and has a channel ID of d. At 8:15pm, the pcu sn (B)(4) alarms channel disconnected for pump modules sn (B)(4) channel ID c and sn (B)(4) channel ID d. At 8:15pm, the pcu sn (B)(4) alarms channel disconnected for pump modules sn (B)(6) channel ID a and sn (B)(4) channel ID b. At 8:15pm, the pcu was powered off. The issue was replicated during the execution of the iui test method. The channel disconnected alarm was seen during testing and also occurred on channel a sn (B)(4). The channel disconnected alarm resulted in the pcu alarming and the associated pump modules losing power, and the infusions stopping. The proximate cause of the customer's experience with the channel disconnected alarms was determined to be caused by contaminated and corroded male and female iui connectors on the pcu sn (B)(4) and two pump modules sn (B)(4) and sn (B)(4).

Event description:
It was reported that the channel disconnected message appeared on the pcu prior to the device shutting off, while there was no physical disconnection of any of the pump modules. There were four pump modules attached to the pc unit at the time of the event, with lidocaine 1mg/min, epinephrine 17mcg/min, amiodarone 33.3ml/hr and furosemide 40mg/hr infusing through separate pump modules. The pcu was plugged into the IV pole power outlet. It was noted that the battery was replaced with a new unit in (B)(6) 2020. No adverse reaction was caused to the patient from this event.